Event description:
Customer's father reported that beginning approximately 2-3 weeks prior to calling customer service on (B)(6) 2013, customer received readings from his adc blood glucose meter which they believed to be wrong, (based upon the assessment of the child's healthcare provider). Caller further reported that on (B)(6) 2013, a reading of between "96-100" was received on the adc meter which was lower than a reading of "hi" received on a competitor's meter. It is unknown how much time may have elapsed between these readings. Caller further reported that on (B)(6) 2013 they received a reading of 97 mg/dl and noted the customer experienced "swollen legs and threw up". Customer was given water and was administered an unknown amount of insulin by his father. Customer was taken to a local healthcare facility. At the hospital, a reading of 197 mg/dl was received on the adc meter which was lower than a reading of 568 mg/dl received by the hospital laboratory, within 10 minutes of each other. The reading when plotted on a parkes error grid fell into the "c" zone showing the difference in values is considered to be clinically significant. Caller further reported customer was diagnosed with dka (diabetic ketoacidosis) and was in a coma for four days. It is unknown what treatment may have been rendered at the hospital because the caller declined to continue troubleshooting.

Manufacturer narrative:
There was no report of death or permanent injury associated with this event. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.